Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test (21.22, 23.47)" was reproduced. The device was tested for downstream occlusion detection and failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor which was found out of calibration. The force sensor and the tubing guide required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion test (21. 22, 23. 47) during testing in the biomedical service department. There was no patient involvement. No additional information is available.